Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018 product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider via a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver fentanyl [500 mcg/ml] at ¿69¿ and clonidine [700 mg/ml] at 96 mcg. The indication for use was unknown. It was reported that the patient described a gradual return of pain since their last replacement. The event date was asked, but unknown. It was indicated that there were no environmental, external, or patient factors that may have led or contributed to the issue. It was reported that in the operating room on (B)(6) 2018, side-port aspiration was successful, noted as 2cc of easy backflow; however, when the healthcare provider injected dye there was an obvious leak observed at the pump connection site. As an action/intervention taken to resolve the issue, surgical intervention occurred. The pump segment of the catheter was removed and replaced. The issue was resolved at the time of the report and the patient's status was listed as ¿alive ¿ no injury.¿ the patient¿s medical history and weight were asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.